Event description:
The hcp reported that the pt presented to the e.r. With loss of vision, shaking and tremors. The pt was due for a pump refill in 2005. They were receiving morphine sulfate via the drug delivery system. The pt was admitted to the hosp four days later where a stroke was ruled out. The refill nurse reported that issues related to insurance and expense precluded the hcp from confirming a diagnosis. It was indicated however that the hcp "did not feel the pump was the problem". The pt was discharged from the hosp three days later. The following day the pump was interrogated and revealed that the pump "was running as it should have; pt on schedule and calculations were correct for alarm date and apropriate volume withdrawn at refill." At refill the pt reported nausea in the morning and more difficulty walking. The "loss of vision had improved daily" but they reported not being at their "baseline". The patient has not reported any other complaints.